Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said their controller was stuck on the "looking for a device" screen and they were unable to open the back of the programmer to take the batteries out and put them back in. The event was stamped as "sales attention needed" and not resolved at the time of the report. Later on that day, patient was able to get their programmer open. They also report pain is really bad and they were unable to increase or change stimulation on their controller. As a result of the event, the patient was advised to connect with their healthcare provider (healthcare provider (hcp). The next day, the patient was voiding in small amounts and reported never feeling stimulation so it was adjusted to 0.3ma. On (B)(6) 2017, patient has been having high senses of urgency, but has been unable to void when attempting to. The patient feels like they have to void really badly, but nothing will come out. They would then wait an hour and still experience high urgency, but only a small amount is voided. Afterwards, more normal full amounts come afterwards. As a result of the event, stimulation was increased. The patient was encouraged to talk to their hcp. The next day, patient said it was very hard to void and they do not feel stimulation so it was increased to 0.5ma. They report being happy to not have leaked and are concerned that they are not fully emptying. On (B)(6) 2017, patient said it is difficult to empty voids in the morning and no urgency. Two days later, patient had a leak when they walked away from their controller. No further patient complications have been reported as a result of this event.